Event description:
It was reported that during a follow-up, the programmer was interrogated and showed one vt episode due to noise on (b)96) 2012. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.